Manufacturer narrative:
Product complaint # (B)(4) additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent "was the new drain placed surgically during a second procedure?unk could you please provide the lot number? Lot number of(B)(4): unk j2402627 could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. We regularly contact with sale rep about the device returning. Please provide the source or name of person providing answers to follow-up questions: (B)(6). H3 evaluation: product sample received for analysis. Complaint sample review: one complaint sample of drain with separated trocar was received for evaluation. The product was visually inspected, and the following observations were noted: 1. There was a sticking mark visible on trocar. 2. Also, one fine chip-off mark was observed on the drain under magnification. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. Documents review: during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review: no negative observation was found. Review of defective sample's image / video: not applicable, as there was no complaint sample image / video received for evaluation. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2025 and a drain was used. The drain and the trocar needle have adhered. The product was not used for the patient. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested. Upon receipt and analysis, a sticking mark visible on trocar and one fine chip-off mark on drain.